Event description:
Pt had penile prosthesis implanted 1991. Prosthesis now malfunctioning - fluid leak. Surgical replacement necessary. Components also removed and replaced. (Returned to MFR). Implant was done sometime in 1991.